Manufacturer narrative:
Field service engineer performed an operational test, checked wiring, connectors, ribbon cables and valve operation. Unable to duplicate reported issue. Investigation ongoing by product support engineer.

Event description:
Probes were in place and went to freeze probes 3 & 4 but 3 & 8 turned on. Traced back the probes to make sure everything was hooked up properly and everything checked out. Rebooted and tried again, then when turned on probe 1 & 2 probes 1, 3, & 2 turned on. Doctor did not want to use machine. Spare machine available so was brought in and used. Case completed as intended; 120 minute delay. No injury to patient.

Manufacturer narrative:
Actual cause of the event was undetermined and there is no precedence for this complaint. Because the issue was not duplicated no further investigation can be done. Any future reports of this particular event will be further evaluated.